Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia while discussing cannula length, with self-reported highest glucose of 300 mg/dl and elevated levels persisting for most of the day; the user attributed this to concurrent oral steroid use and reported no alerts above 300 mg/dl for over 90 minutes. Symptoms included fatigue. Outcomes included no medical intervention, no hospitalization, no ketone testing, and no use of backup therapy. Investigation included troubleshooting and education with the user. Investigation of this case revealed no device alarms and no device malfunction reported, with hyperglycemia considered of unclear cause in the context of steroid therapy. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.